Event description:
The complainant reported that an impella 5.5 for mechanical circulatory support. Purge flow was low and then a sudden purge system blocked alarm occurred. The care team started (after waiting a few hours for the pharmacy to mix) issue plasminogen activator in purge protocol. No resolution for multiple hours. The purge cassette was changed with no resolution. Sudden flow saturation was noted with left ventricle placement signal well above aorta placement signal. The device was removed due to the failure mode. The introducer was flushed prior to the insertion. The patient's outcome is critical.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the high purge pressure was due to biomaterial ingestion based on returned data log analysis. The cause of the saturated flows is most likely biomaterial based on the signatures noted in data logs. However, it is unclear without returned product whether it was due to the biomaterial that was ingested at the time of the initial purge pressure spike at case start based on the delay between the two trends. There is also potential it was due to a subsequent buildup/ingress following the initial ingestion event.